Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a unknown sized thoracic aortic aneurysm. It was reported that during the index procedure, the patient suffered a left sided stroke. It was felt as per the physician the stroke was a result of the debranching of the innominate and left carotid artery and was not a result of the stent graft. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided.